Event description:
The customer's mother reported that the insulin pump had some markings on the screen. Customer stated that son's blood glucose was normal. Customer stated the meter would not link to the insulin pump anymore. The customer was advised the insulin pump would be replaced. No further information provided.

Manufacturer narrative:
The insulin pump was received with bleeding display glass, a cracked case at the display window corners, and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.